Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported by the patient that during the convective radiofrequency water vapor thermal therapy, the physician injected something through the rectum to block or control the pain. It was also reported that some gel was injected into the bladder for the same purpose. Neither the injection or the gel did anything to control the pain in the urethra during the surgery. The patient reported to have felt severe burning sensation. After the surgery, the patient was catharized (with a foley) three times due to an inability to pass urine, and had been in the emergency room (ER) a total of four times either to install a foley catheter or to get IV fluids and antibiotics. The patient never had urinary tract infection (uti), but after the procedure, the patient had four uti going on five and had gone to the emergency room (ER) four times. The patient could feel another uti coming on, even though the patient finished ten days of keflex (dose unknown). The patient was scheduled to remove the catheter and according to the physician the patient has a third lobe to the prostate which was causing the slow recovery issue.

Event description:
It was reported by the patient that during the convective radiofrequency water vapor thermal therapy, the physician injected something through the rectum to block or control the pain. It was also reported that some gel was injected into the bladder for the same purpose. Neither the injection or the gel did anything to control the pain in the urethra during the surgery. The patient reported to have felt severe burning sensation. After the surgery, the patient was catharized (with a foley) three times due to an inability to pass urine, and had been in the emergency room (ER) a total of four times either to install a foley catheter or to get IV fluids and antibiotics. The patient never had urinary tract infection (uti), but after the procedure, the patient had four uti going on five and had gone to the emergency room (ER) four times. The patient could feel another uti coming on, even though the patient finished ten days of keflex (dose unknown). The patient was scheduled to remove the catheter and according to the physician the patient has a third lobe to the prostate which was causing the slow recovery issue.